Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire indicated that the part number for the gde is most likely no longer available and advised upgrading the gde plus uim (user interface module). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical problems with the avea ventilator for a defective gde (gas delivery engine) as well as black screen of the avea ventilator. Furthermore, there was no patient involvement associated with the reported event.